Event description:
It has been reported to philips that the device froze during a vascular treatment, and movements could not be performed. There was no reported patient or user harm. It is unknown what part of the system froze and if the procedure was completed or not, therefore, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the movements could not be performed. Upon remote inspection, the rse found that the camera blocks the ability to perform movements until the acquisition was completed and there was no communication with interventional tools and the cause of the issue was system not restarted for more than two weeks. To resolve this issue, camera and the interventional workspot (iw) station was restarted. As a part of maintenance, rse recommended to restart the iw station and camera regularly, at least once a week. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.